Manufacturer narrative:
The events of "seroma-late" and "capsular contracture (baker grade iii)" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: will be seroma-late, rupture, and capsular contracture (grade iii).

Event description:
Additionally, healthcare professional reported "pain", capsular contracture (grade iii), crease/folding of implant, seroma-late, lump/nodules, rupture, and cyst on the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is capsular contracture baker grade unknown. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side cyst and capsular contracture baker grade unknown. The device remains implanted.